Manufacturer narrative:
It is presumed that the patient was not using the product correctly. Regardless, an allergic reaction cannot be ruled out. While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
A patient reported that their doctor gave them calibra cement to recement their crown until the patient could get into the office. The patient has a sore on their gums and a burning sensation.